Manufacturer narrative:
Reported event of capture problem were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the ventricular leadless pacemaker (vlp) had intermittent capture. The patient was asymptomatic. The vlp was explanted and replaced. The patient was stable throughout the procedure.